Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem / defect with the ventralex mesh used to treat the patient. Based on the information provided the mesh remains implanted and there are no plans for additional surgery. At this time no conclusions can be made. Should additional information be provided, this report will be updated. Adhesions are a known adherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in february, 2006. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that in (B)(6) 2006 the patient underwent a gallbladder removal procedure and at that time the surgeon noted an umbilical repair and made the decision to use mesh (bdi surgery / davol ventralex mesh) to repair the hernia. The contact reports the patient was pleased with the repair and did not experience any issues until recently. As reported the patient is experiencing pain at the insertion site, constipation, diarrhea and adhesions leading to bowel obstruction however, it is not intolerable and he plans to treat his symptoms as they present and not undergo additional surgery. The contact reports the surgeon has advised the patient that removing the mesh would be too much of a risk. As stated by the contact describes the mesh as causing "lesions" and or a "folding" of the mesh intermittently and when this happens the patient experiences constipation. When this occurs, the patient lets it "work through" itself and then he returns to normal bowel function. The contact states this is how the surgeon described it. As reported the mesh is located in the area where the stomach meets the small intestine and that is where the symptoms occur. The patient underwent a colonoscopy and there were no findings. Also reported is that the patient has additional inguinal hernias that have not been repaired and he just "deals with the pain"